Event description:
During a knee arthroscopic synovectomy, it was reported that the surgeon found the scope to be foggy and unclear. The procedure was delayed 20 minutes before it was eventually canceled and rescheduled due to the defect of the scope. The problem of the scope was confirmed when the surgeon tried to adjust white balance after creating portals.

Manufacturer narrative:
Result: scope found to be slightly bent. Product evaluation: an evaluation was performed by smith & nephew and could confirm the customer complaint for an unclear image. A visual inspection was performed and showed the scope has been used in the field. The scope is slightly bent with internal cracked lenses. This is caused by excessive force applied to the outertube. No manufacturing related defects were observed. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further investigation is required. (B)(4).